Event description:
The reporter stated the surgeon inserted a 12.6mm micl 12.6 implantable collamer lens and the surgeon had a problem unfolding the lens in the pt's eye. The lens flipped and the surgeon was unable to flip it back, so decided to remove the lens. The lens tore while being removed and the back-up lens was implanted with no problem. There was no pt injury.

Manufacturer narrative:
(B) (4) (lens flipped), (B) (4): eval results: a lens work order search was performed and no similar complaint was found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B) (4).